Event description:
This male patient with a medical history of hypertension, diabetes, previous pci and a known allergy to contrast medium was admitted for elective coronary evaluation due to angina. The patient was currently taking aspirin. Angiography revealed a concentric, type c, 40mm, in-stent restenosis of a previously placed non-cordis, bare metal stent in the proximal circumflex artery (lcx) extending distally to the left posterior lateral branch (lpl). Flow through the vessel was timi iii. Ticlid and heparin were administered. Acts were not measured during the procedure. The lesion was predilated with a 2.5 x 20mm balloon inflated to 8 atms. A 2.5 x 23mm cypher stent was positioned within the lpl and was deployed to 16 atms. A 3.0 x 28mm cypher stent was positioned proximal to and overlapping the edge of the first and was deployed to 17 atms. The stents were post dilated with a 2.5 x 20mm balloon inflated to 18 atms. Ivus was conducted. Residual stenosis was 0% and flow through the vessel was timi iii. The patient was discharged with orders for daily administration of aspirin and plavix. Approximately three years post index procedure, the patient presented to the hospital for follow-up and CT scan was conducted. The patient developed anaphylactic shock due to exposure to the contrast medium (known allergy). The patient was treated and stabilized. A few hours later, the patient complained of chest pain. ECG revealed resting changes and cardiac enzymes were elevated. The patient was brought to the cath lab where angiography revealed a thrombus within the previously implanted cypher stents. To treat the thrombus, aspiration thrombectomy was conducted. Additionally, heparin (15,000u/day) was administered for 4 days.

Manufacturer narrative:
The treating physician believes that the possible cause of the thrombotic event was due to the allergic reaction to the contrast medium, which caused abnormal blood clotting. Cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR. Report #: 9616099-2007-02121. Additional information will be submitted within 30 days of receipt.